Manufacturer narrative:
Continuation of d10: product ID 104-4112 (lot: b764029); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a ruptured aneurysm located in the right ophthalmic segment with a trilobed morphology, a hyperglide balloon had a leak during test inflation. The aneurysm had a maximum diameter of 7mm and a neck diameter of 4mm. The hyperglide balloon was replaced with a same size product and placed in the terminal internal carotid artery segment. During the procedure, a coil detached in the microcatheter, and there was friction or difficulty during delivery. The microcatheter and coil had to be removed, and the aneurysm was re-entered with the same size fc coil. The coil was removed from the patient using a stent retriever. The procedure involved the use of a headway duo microcatheter and a traxcess guidewire, and all devices were prepared according to the instructions for use. A continuous flush was administered during the procedure, and the delivery pusher was rotated. There were no patient symptoms or complications associated with this event, and no surgical or medicinal intervention was required. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within an opened axium prime coil outer carton; within an opened axium prime coil inner pouch and within a dispenser track. The headway duo catheter used during the event was not returned. The axium prime coil was returned without introducer sheath. Visual inspection/damage location details: the actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. This is indicative mechanical method detachment was not attempted. No bends or kinks were found with the axium prime coil pushwire. The coin was found to be still against the lumen stop. The implant coil was already detached and not returned. No other anomalies were observed. Testing/analysis (including sem reports): under the microscope, the outer jacket was then removed to gain access to the coin. The coin appeared to be damaged. The coin was unable to be measured. The lumen stop appeared to be visually acceptable. The retainer ring was found to be visually acceptable and measured to be 0.0050¿ which is within specification. Conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the axium prime was returned with the implant already detached; however, the cause could not be determined. Since the implant coil and included detach element were not returned for analysis, any contributing factors could not be determined. A possible cause for premature detachment is the coil not being retracted in a one-to-one motion with the implant pusher during repositioning. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the coil detachment/balloon damage was not determined. There were no detachment attempts (instant detacher or manual method) made. There was no kink/damage¿observed¿on the¿pushwire.